Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When removing from tray scrub tech ripped glove on frayed carbon fiber; case type: tka.

Manufacturer narrative:
Reported issue it was reported that the boot had splintering/chips in the carbon fiber product history review of the device history records indicate 57 devices were manufactured and accepted into final stock on 12/01/2017. No non-conformances were identified during inspection. Complaint history review a review of complaints related to p/n 210080, lot 201743082803 shows 2 additional complaint(s) related to the failure in this investigation. Complaint pr: 1714069, 1827380. Visual inspection visual inspection showed splintering/chips in the carbon fiber. See attached picture. Material analysis material analysis was not completed as no material failure was alleged. Functional inspection functional inspection was not completed as no function failure was alleged. Conclusion the failure mode has been confirmed. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event.

Event description:
When removing from tray scrub tech ripped glove on frayed carbon fiber case type: tka.